Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter (s-ICD) received three inappropriate shocks. The pt had a slow, broad complex and the device was oversensing the t-waves. The device was programmed off for further testing and troubleshooting. The s-ecgs were submitted to technical services to evaluate the sensing vectors. Upon review, it appeared the alternate vector was the best option. It was noted the pt's morphology between 2012 and 2014 had changed; the field rep reported there had been no significant changes in the pt's physical appearance or weight, but the pt had a decline in his cardiac status as his ejection fraction had decreased. A chest x-ray was performed that verified the position of the device and electrode were acceptable, but as the implant procedure had been performed at a different hosp, there were no x-rays for a comparison. It was noted that the pt was asymptomatic at the time of the inappropriate shocks. No adverse pt effects were reported.